Manufacturer narrative:
H10: a good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : a good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported spo2 is lower than expected measurements. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.